Event description:
Additional information received per the medical records state that the indication for filter placement was recurrent bilateral pulmonary embolism. The patient was taken to the cardiac catheterization laboratory in a fasting state. The patient's right groin was prepped and draped. After local anesthesia with 1% lidocaine, the right femoral vein was cannulated without difficulty. The optease introducer was inserted over the guide wire into the femoral vein. A right common iliac venogram was done followed by inferior vena cava venogram to determine the size of the vein and location of the renal veins. After determining that the size was appropriate for the filter. The referenced filter was successfully deployed. A post procedure venogram was done, the introducer removed and manual pressure was applied until hemostasis. The groin was dressed. The patient tolerated procedure well and was transferred in stable condition. Additional information received per the patient profile form (ppf) states that the patient experienced filter tilt and filter embedment in wall of the inferior vena cava. The patient became aware of the reported events approximately two years and nine months after the index procedure. Additional information received per an amended patient profile form (ppf) states that the patient experienced leg pain and swelling.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter tilt and embedment. The patient reported becoming aware of filter tilt and embedment approximately two years and nine months post implant. The patient also reported experiencing leg pain and swelling. According to the medical records the indication for the filter implant was recurrent bilateral pulmonary embolism. The filter was placed via the patient's right femoral vein. Right common iliac venogram done followed by inferior vena cava venogram to determine size of vein and location of renal veins. After determining that the size was appropriate for the filter. The optease ivc filter was successfully deployed. The patient tolerated the procedure well and was in stable condition. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implant. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt and embedded could not be confirmed or further clarified. Ivc filter tilt has been associated with operator technique, vessel characteristics, specifically asymmetry and tortuosity. Due to the nature of the complaint the reported leg pain and swelling experienced by the patient could not be further clarified. Pain and swelling do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Reporter occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to filter tilt and embedment. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to filter tilt and embedment. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.